Event description:
It was reported to philips that the device will not power up. There is a red x in the ready for use indicator. The device is not chirping. There was no reported patient involvement.